Event description:
Customer reported the alarm continuously sounds when in use with the string clip magnet. Batteries have been replaced with a new supply. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation results found that the alarm does not sound when the magnet is removed from the magnet plate or when nothing is connected to alarm (fail safe). The alarm sounds while using a sensor pad and weight is removed from the sensor pad. The unit passes all other functional tests. (B)(4).